Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer collected defective instruments over a two-month-period: intraoperatively the impaction handle broke. No adverse consequences for patient or user reported. No part remaining in patient´s body.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument found the complaint unconfirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).